Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013. Coil was removed. Additional information was obtained that states that this rv lead was unable to obtain defibrillation thresholds safety margin, rv lead needs to be replaced the physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).